Event description:
It has been reported that the device could not do x-ray. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the fluoroscopy and exposure was failed. Upon inspection, rse determined that the technical room was too cold, causing the generator converter temperature to be too low to function. The rse temporarily turned off the technical room air conditioner and tried again when the room warms up. After which, the system was returned to use in good working order. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.